Manufacturer narrative:
UDI: (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Event description:
Voluntary medwatch received from FDA (mw5068871). In 2013, surgeon performed anterior cervical corpectomy using the bengal monolith stackable cage. The carbon-fiber corpectomy cage is not FDA approved or cleared by the FDA for use in the neck. The device is in design construct consists of a footprint of 12x14mm and height of 30mm and was explicitly cleared for use in back (t1-l5) not in the neck. The labeling does not disclose any safety/risk profile for use in the cervical spine. My symptoms initially improved but have been experiencing worsening pain in my hands, shoulders. Post-operative imaging studies appear to show the device positioning upside down from its normal orientation and also with clinically significant subsidence or "pistoning" into the adjacent vertebra. The surgeon did not disclose financial ties to the device manufacturer.